Event description:
It was reported that the atrial lead had a fracture at the tip. There was an insulation tear and high impedance. The lead was capped and a competitor lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation had environmental stress cracking, and the outer insulation had a cosmetic depression.